Event description:
S: medical device failed after insertion while surgeon was in the process of manipulation of the uterus. B: the vcare is a device that is inserted into the uterus for manipulation during a hysterectomy. A: item was assessed and removed; handle kept swiveling and was declared defective.